Event description:
It was reported that during laparoscopic cholecystectomy the surgeon was using the first device and received a solid tone, he removed the device and saw a crack in the blade. The surgeon then used a second device and received an error code that was unknown. He removed the device and discovered the active blade had broken. He then removed the blade it through the trocar. The surgeon then completed the procedure with a third device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Device a was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Device b was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade ''lockout'' later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.